Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2316-70, serial: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient underwent a lead revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the one of the leads was replaced due to lead migration. The second lead did not migrate but was anchored during the revision procedure.

Event description:
A report was received that the patient underwent a lead revision for an unknown reason.